Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that a transmitter failed error occurred on (B)(6) 2016. No injury or medical intervention was reported. The transmitter has been received for evaluation. An external visual inspection was performed and found no observations related to the complaint. A voltage test was performed and the transmitter held no voltage; therefore, the reported transmitter failed error could not be confirmed via testing. A share log review was performed and there was no data related to the customer complaint found in the logs. The customer complaint of transmitter failed error was not confirmed. The root cause could not be determined.